Event description:
It was reported that prior to a coronary stenting procedure, it was noted that a strut on the taxus stent was bent. The stent was not used in a pt. No pt injury or complications were reported.